Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No deformity was observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side breast deformity, pain in the breasts, and a baker grade ii capsular contracture in addition to possible leaking of the mammary implants suspected due to the change in size of the implants. Device has been explanted and replaced.

Manufacturer narrative:
Correction for device evaluation: based on the device analysis grid, the assessments of the complaint are: fluid leak: not observed. Breast pain: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Deformity/ disfigurement: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side breast deformity, pain in the breasts, and a baker grade ii capsular contracture in addition to possible leaking of the mammary implants suspected due to the change in size of the implants. Device has been explanted and replaced.